Manufacturer narrative:
Batch review performed on 2 february 2026. Gmk-revision 02.07.0217scf fixed tibial insert semiconstrained s.2 / 17 mm (k103170) lot 2103938: (B)(4) items manufactured and released on 05-may-2021. Expiration date: 21-apr-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.scp17 tinbn coated sc peg - 17mm (k210010) lot 2412008: (B)(4) items manufactured and released on 09-jul-2024. Expiration date: 20-jun-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had primary surgery utilizing competitor implants. On (B)(6) 2025, the patient came in reporting pain due to a loose femur and the cause is unknown. The surgeon revised the insert, femur, post, stems, and augments. The surgery was completed successfully. Presently, on (B)(6) 2026, the patient came in reporting a stiff knee and the cause is unknown. The surgeon downsized the insert and tinbn peg from 17mm to 12mm to improve movement. The surgery was completed successfully.